Event description:
The biosense webster carto 3 90-day trial equipment was not functioning properly. Troubleshooting with reps and telephone support was unsuccessful. The physician requested biosense webster carto xp system to be used for this afib ablation case. During troubleshooting, the patient was required to be moved and repositioned. Sterility of all equipment present on and including the patient angio drape was unable to be maintained and/or verified. The wasted/replaced equipment includes 2 - carto 3 patch kits, femoral angio drape, manifold, manifold extention, a-line, 2 - 5f pinnacle sheaths, 3 -6f pinnacle sheaths, 11f pinnacle sheath, 50ml bottle of omnipaque contrast and 2 - band bags. This piece of equipment is on trial. The biosense field engineer assessed the equipment and found that the patch unit was defective showing error #1006. The patch unit was replaced and resolved the error/issue per the biosense rep.